Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was blocked the following information was received by the initial reporter with the following verbatim: the patient was asked to replace the infusion port connector. If it was found that the needleless sealed infusion connector was blocked, it was replaced immediately.

Manufacturer narrative:
Additional information: expiration date and manufacturer date. Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the needleless sealed infusion connector was blocked¿. The product in use at the time is reported to be a 2000e china from lot 23045147. Further correspondence from the customer confirmed that they used the smartsite connector with a 20ml straight syringe through a luer slip connection. The customer also reported that during this incidence, normal saline was being infused. Additionally, the customer also reported that no damages were observed on the affected product and the flow was completely blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045147 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.